Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a rash under the lifevest. It was reported that the rash may have been due to an allergy. Follow-up indicated that the patient had received a cortisone cream from a physician and the rash had healed.